Manufacturer narrative:
An evaluation will be conducted when the device is returned.

Event description:
It was confirmed that once they tried to deploy the first anchor, both the anchors got deployed simultaneously and got stuck at the edge of the shaft and the suture which connects t1 and t2, came out and was hanging outside the shaft. No harm to the patient was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. This device is used. T1 and suture were not received. T2 is stuck inside the delivery needle track. This device is disfigured in multiple locations and indicates aggressive use. The needle shaft as well as delivery tip are quite bent. Per the device¿s IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test could not be performed due to the condition of the device.. Due to the damages, the device no longer cycles or actuates. Damages allowed for the actuator to ride under t2. No further investigation is warranted. Root cause of simultaneous deployment cannot be confirmed.